Manufacturer narrative:
Unit alarmed pump error 38 during the rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error 38.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had pump error. The customer¿s current blood glucose level was 8 mmol/l at time of incident. The customer stated that the insulin pump had pump error and performed delivery volume test but it didn't worked and was unable to rewind. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.